Event description:
It was reported that the customer suspected hemolysis due to rise in ldh levels during patient treatment. The customer decided to change out two hls sets during patient treatment with a product from another manufacturer. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the customer suspected hemolysis due to rise in ldh levels during patient treatment. The customer decided to change out two hls sets during patient treatment with a product from another manufacturer. No harm to any person has been reported. The affected hls sets were not available for technical investigation in the getinge laboratory. In addition pictures were provided by the customer. A medical assessment was performed by the getinge medical affairs team on 2023-03-03 with the following outcome. A paucity of clinical and non-clinical information severely limits the assessment and root cause analysis for this complaint. Therefore, the reviewer cannot come to any conclusions with respect to device malfunction or mal-performance. The provided pictures suggests but does not confirm a blockage (clot) in the hls outflow. The narrative provided in the complaint and subsequent correspondence did not elaborate on this finding. The main premise of the customer complaint associates the lactate dehydrogenase (ldh) rise to ¿technically induced hemolysis¿. Plasma free hemoglobin values were not reported. The narrative suggests ldh was used as a clinical trigger/indicator for hls module change-out and was possibly associated with device malfunction/mal-performance. Major contributors to technically induced hemolysis have been identified to include erythrocyte sheer stress, high or excessive extracorporeal flow, cavitation, and pressure changes within the oxygenator. An elevation in ldh may suggest high sheer and/or thrombus formation in hls module during ecc. A rise in ldh is not however exclusively associated with these two factors. Without sufficient clinical detail (e.g. Images, clinical data, patient history, etc.) Coupled with a follow-up evaluation of the device in the getinge laboratory, the reviewer cannot postulate a root cause or possible root causes. The anti-coagulation regimen and effectiveness of anti-coagulation cannot be assessed based on the available information. The presence of thrombus cannot be either confirmed or refuted without examining the device and assessing the coagulation profile. The patient disposition was not reported, although it appears the replacement of the hls module with a centrimag/quadrox combination following two circuit change-out was associated with a decrease in ldh levels. This decrease cannot be directly attributed to this improvement, and may be related to a change in other clinical factors over multiple days of therapy. It is challenging to arrive at a reasonable conclusion with respect to device malfunction or mal-performance. Without contrary details or evidence, it is assumed that both the functionality and performance of the hls set were preserved, and performing within normal limits. Based on these investigation results the reported failure "hemolysis" could be confirmed but was most probable not attributed by a product related malfunction. The exact root cause could not be determined. The production records of the affected beq-015703112 #shls module advanced adult with lot#3000233099 were reviewed on 2023-03-07 for the reported failure. According to the final test results, the hls module with lot# 3000233099 and UDI# (B)(4) passed the test as per specifications. Production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID: (B)(4).